Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited no measurements. After multiple repositioning, the rv lead helix fractured. The rv lead was no implanted and an alternate near at hand was implanted instead on (B)(6) 2024. There were no patient consequences.